Manufacturer narrative:
Concomitant product: 4558m45 lead, implanted: (B)(6) 1995.

Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. The atrial lead had high thresholds and had been programmed off. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #analysis information - the distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.